Event description:
The event was a missing direction pin.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5,d10(remove concomitant medical product),e3,h6(medical device problem code is being corrected to 2306 - component missing). Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the reported issue was most likely due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope, 3 mm, 30°, wideangle, autoclavable exhibited a broken direction pin. There were no reports of patient involvement.